Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Facility nurse reported that during the last minute of a routine home hemodialysis treatment performed three days prior, the operator experienced an alarm that could not be resolved. The operator was not able to recall the alarm code. Manual rinseback of the blood was attempted, but could not be completed, resulting in a 210cc blood loss. Facility nurse believes that operator did not fully open the cycler door which is required to perform manual rinseback. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. The facility has since provided the operator with retraining of proper procedure to clear alarms and to perform rinseback. The user's guide was reviewed and provides adequate step by step instructions for troubleshooting alarms and for rinseback procedure. There have been no similar problems reported subsequent to this event. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.